Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8atm. The device was removed without problem with the usual method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.